Manufacturer narrative:
Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information, but it was unable to be obtained. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information. Correction to the initial MDR in block h6: patient codes.

Event description:
It was reported that following a pulse field ablation (pfa) procedure using a faradrive sheath the patient passed away. After the procedure the patient experienced blood loss following the procedure. They underwent a CT scan which identified a puncture "high up in the iliac artery" and another in the superior epigastric artery. Coiling was attempted to combat the bleeding but ultimately the patient passed away. The punctures were found on the left side of the body, the faradrive sheath was inserted in the right groin. The sheath was disposed by the facility and will not be returned as the device performed as expected during the procedure and there were no reports of any performance concerns.

Manufacturer narrative:
Device technical analysis: the device was not returned for analysis as it was disposed; therefore, a technical analysis of the complaint device could not be completed. Device history record review: it was confirmed this device met specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. Labeling review: based on the information provided, there is no evidence that the device was used in a manner inconsistent with the labelled indications/instructions for use (IFU). Review of the IFU confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. Risk review: a risk review performed for the faradrive device confirmed that the events of hemorrhage and vessel trauma are known events defined in the product risk management documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Product risk benefit includes consideration of risk severity and rate, and the overall residual risk of the faradrive device is acceptable. Investigation conclusion: based on the information provided, the reported events are known inherent risks of the faradrive device. Hemorrhage and vessel trauma are expected procedural complications addressed within the IFU for the faradrive device. There were no allegations of a quality or manufacturing deficiency leading to the adverse event as reported to bsc, and the device has not been returned for analysis at this time. Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information, but it was unable to be obtained. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information.

Event description:
It was reported that following a pulse field ablation (pfa) procedure using a faradrive sheath the patient passed away. After the procedure the patient experienced blood loss following the procedure. They underwent a CT scan which identified a puncture "high up in the iliac artery" and another in the superior epigastric artery. Coiling was attempted to combat the bleeding but ultimately the patient passed away. The punctures were found on the left side of the body, the faradrive sheath was inserted in the right groin. The sheath was disposed by the facility and will not be returned as the device performed as expected during the procedure and there were no reports of any performance concerns.

Event description:
It was reported that following a pulse field ablation (pfa) procedure using a faradrive sheath the patient passed away. After the procedure the patient experienced blood loss following the procedure. They underwent a CT scan which identified a puncture "high up in the iliac artery" and another in the superior epigastric artery. Coiling was attempted to combat the bleeding but ultimately the patient passed away. The punctures were found on the left side of the body, the faradrive sheath was inserted in the right groin. The sheath was disposed by the facility and will not be returned as the device performed as expected during the procedure and there were no reports of any performance concerns.

Manufacturer narrative:
Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information, but it was unable to be obtained. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information.